Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient died due to unknown causes.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported patient outcome could not conclusively be established through this evaluation. It was reported that the patient expired on (B)(6) 2020 due to an unknown cause. Per patient outcome, the device was functioning as intended at the time of death. Multiple requests for additional information regarding this event were sent to the account; however, to this date, no further information has been provided. No autopsy was performed. No product is available for an evaluation. No further information was provided. The manufacturer is closing the file on this event.